Event description:
Clinical study. Same MFR report # as: 2134265-2009-06168. It was reported that following a coronary stenting treatment procedure, the pt experienced recurrent angina and in-stent restenosis. The 70% stenosed target lesion was located in the second obtuse marginal artery. The timi flow was reported to be 0-2. The lesion was predilated with a 2.5mm balloon and was treated with two express2 stents. A 2.5x16 express2 stent was placed in the distal end of the lesion, and a 3.5x28 express2 stent was placed on the proximal end of the lesion. The stents were post dilated. At 1134 days after the index procedure, the pt was diagnosed with recurrent angina and in-stent restenosis in the second obtuse marginal artery. The pt was taking plavix and aspirin. The lesion was treated with a 2.25x8mm taxus express atom stent and a 3.0x15mm non-bsc stent. The event was reported to be resolved and the pt was released from the hospital the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.